Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once the evaluation has been completed, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the motor device was overheating, was vibrating and was louder than normal. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Quality engineering evaluated the device and identified no failure. Therefore, the reported condition was not confirmed and assignable root cause was not determined. A review of the service history record indicates that the device has been returned previously for an unrelated malfunction. If additional information should become available, a supplemental medwatch will be submitted accordingly.